Event description:
It was reported when using the bd pyxis anesthesia es system drawer failed. The customer added that this malfunction caused a delay in retrieving medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a defective control unit on mini drawer 1.3. The field service engineer replaced 1x1 control unit on mini drawer 1.3 to resolve. The system functioned as intended after the field service engineer troubleshooted the device.